Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized for diabetic ketoacidosis. The patient's blood glucose at the time of hospitalization was 326 mg/dl. She experienced shortness of breath, fatigue, painful muscles, and nausea, and she was treated with insulin drip. No products were returned or replaced.